Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone, the insulin pump had been alarming button error and the act button is not responding properly. Customer's father didn't recall the customer's blood glucose but did recall it was high. Customer wears the device while she is sleeping so she might have laid on the device for a long period of time. Customer's father was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. He declined to return the device for analysis.